Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: review of the black box data revealed sudden drops in voltage on (B)(6) 2018 and (B)(6) 2018. The sudden drop on (B)(6) 2018 resulting in a low battery warning. On investigation, the pump powered on normally. Electrical current draws were evaluated and found to be within required specifications. The alleged battery life issue was no duplicated during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with evidence of moisture inside the battery compartment and on the underside of the battery cap. Leak testing confirmed moisture ingress at the site of the battery compartment crack. Additional moisture was found inside the pump on a motor circuit component. (B)(4).